Manufacturer narrative:
On 29-aug-2023, initial reporter information was received, therefore, the appropriate fields have been populated with this information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on november 23, 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation it was determined that this was an isolated case. An internal action was opened to address this issue. No information (ni) provided in section e for reporting party's name, phone number, or email address. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, reddish material presumably blood residues were observed on the pebax; however, no external damages were observed. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection, and functional test of the returned device. Visual analysis of the returned sample revealed reddish material inside pebax, due to a hole in the pebax of the catheter. The root cause of the damage on the pebax could not be conclusively determined, but it was concluded that it occurred outside the bwi manufacturing facilities and could be related to the failure described by the customer. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. A manufacturing record evaluation was performed for the finished device number 30828205l lot, and no internal actions related to the complaint were found during the review. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) - paroxysmal with a qdot-micro, uni-directional, f curve, c3, split handle and the bwi product analysis lab identified a hole in the pebax. During the procedure, the medical team identified blood inside the force sensor. This was noticed during sheath exchange. The catheter was changed. The procedure continued and was successfully completed. No patient consequences were reported. The blood inside the force sensor is not MDR-reportable. Hole in the pebax is MDR-reportable.